Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the legacy 1 pump, over delivered IV remodulin. The patient experienced an adverse reaction. The patient complained of flushing, a headache (ha), nausea, and, severe body aches. The pharmacist prepared a new remodulin cassette as result. The nurse in charge of the patient's care then completed a line change, and switched the patient to the new cassette. The patient's symptoms improved after this intervention. There was no flushing, no severe ha, no nausea, and only mild body aches. No further complications were reported.

Manufacturer narrative:
One pump was returned for evaluation. Visual inspection of the pump found it to be in good physical condition. A power down on (B)(6) 2018 was noted in the event history log. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Verification of sensor and delivery accuracy tests were performed. Upon completion, the customer's complaint was not verified. Sensor verification found the downstream sensor trip to be lower than specification however. This pump is noted to not have a bolus function, and passed all functional tests performed. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.